Manufacturer narrative:
(B)(4): the device has been received for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Event description:
Customer reported on (B)(6) 2013, an additional adapter that was visually confirmed to be occluded. This condition occurred before use. There was no patient involvement.  No patient injury was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: a 50% venti adapter was returned for evaluation. Upon visual inspection, we confirmed the occlusion in this adapter. The adapter is a supplied component to carefusion. The supplier that manufactures this part was notified of the defect. A project initiation was requested to the supplier by carefusion to determine the root cause for the adapter being occluded. Carefusion plans to implement additional quality inspections at the assembly line process in order to immediately detect this type of failure if it were to recur.